Event description:
A 75-yr-old male with history of guillain barre syndrome in the intensive care unit. Pt had been in the hosp since 9/95. Pt found at approx 10:48 am on 11/14/95 to be disconnected from his ventilator for an unknown period of time. When found he had cyanosis around the lips and a rate of 54. Pupils were approx 4 mm and not fixed and dilated. Pt was resuscitated and eventually diagnosed with brain death. On 11/22/95 he was disconnected from his ventilator by family decision and expired at approx 9:00 am. Pt was in bed positioned in the "high fowler's position. Apparently, the bed alarms approx every ten minutes when in this position. Staff interviewed state that this bed alarm is extremely loud and annoying. A critical ob/gyn surgery pt arrived at the other side of the unit; she required manual bagging. The respiratory tech on the unit was pulled to this room, along with the rn assigned to the pt the respiratory disconnect occurred on. This was essentially a "code" being run on the ob/gyn pt. At some point during this busy situation in the ICU, the pt involved in this incident became disconnected from the ventilator. Estimates have ranged from 1 to 7 minutes based on the length of time the bed was alarming and from chart times. Review of the ob/gyn pt's chart indicates the first nursing note in her chart is made at 10:50 am. The nurse who called the code indicates she called a code at 10:55 am. There is no clear indication as to how long the bed was alarming; the rn in the next room was asked by family members in that room to "please do something about the noise" as their family member was terminal. The rn went to the room involved and shut off the bed alarm. Upon doing this, she then immediately heard the ventilator alarm going off. According to her, the bed alarm obscured the ventilator alarm. She immediately noted the pt's condition and after manual ventilations and atropine failures to revive him, a code was called. A rhythm was obtained at approx 11:01 am.